Event description:
It was reported to boston scientific corporation that a hydro thermablator (hta) endometrial ablation system was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. The patient was reported to be female (no additional patient information available). According to the complainant, the console was plugged into the video tower which was plugged into the wall. Two minutes into the ablation the physician reported that there was no ablation, however, water was noted to be circulating. Almost immediately after that the power was lost to the console and the video tower. The sheath was left in place and the console was powered up. The patient was cooled and another procedure set was installed. The procedure was successfully completed. The patient was reported to be "fine" at the conclusion of the procedure.